Event description:
As per reporter patient woke up with pain post-surgical procedure. Patient underwent a revision procedure to replace screws.

Manufacturer narrative:
Event log review could not establish a definitive root cause. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.